Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was not duplicated due to the breakage of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the failure of communication between the video processor and the subject device due to the temporary adhesion of the dust or dirt to the video connector. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device could not be displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.